Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the root of the light emitting diode (led) lamp sparked. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the lamp to lab use only (luo) testing equipment. He observed that there was no light emitting diode (led) emittance. The pst did not observe any sparks. It was determined that the lamp did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.